Event description:
The microlab at plus 2 instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and observed that liquid level detection cable 9 was defective. Fse replaced the defective part. All test and checking procedures were performed and passed. The instrument was tested without further problem and was returned to expected operation.